Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported event. To further investigate, a functional test was performed. Customer problem was not duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications, instead of under delivering. Root cause was determined to be inaccurate delivery. It was recommended that the expulsor be trimmed down to bring the delivery accuracy closer to nominal of a range. No further actions provided.

Event description:
Information was received indicating that during testing of smiths medical cadd legacy pump, accuracy failure (-7.0%) was noted. No patient was involved in this event. No adverse effects were reported.